Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes: 342 mg/dl, 81 mg/dl, and 102 mg/dl and within 10 minutes: 200 mg/dl and 112 mg/dl no adverse event reported. Return of suspect device was requested and replacement was sent.